Manufacturer narrative:
Device received with blank display, problem isolated to the electrical board. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Unable to verify failed battery test alarms due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 6.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.